Manufacturer narrative:
Internal report # (B)(4). Customer returned the product on 11/11/2016;qc lab received on 11/11/2016;qc lab completed the product evaluation on 11/15/2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 314mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 146 and 151 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the 173mg/dl (B)(6) 2016 12:30 pm fasting: yes, the 236mg/dl (B)(6) 2016 04:30 pm fasting: yes, the 225mg/dl (B)(6) 2016 04:30 pm fasting: yes, the 210mg/dl (B)(6) 2016 12:26 pm fasting: yes, the 230mg/dl (B)(6) 2016 09:35 am fasting: yes.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 314mg/dl. The customer's expected fasting blood glucose test result range is 90 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 146 and 151 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 09/14/2016. The meter memory was reviewed for previous test result history: 173mg/dl 09/14/2016 12:30 pm fasting: yes. 236mg/dl 09/13/2016 04:30 pm fasting: yes. 225mg/dl 09/13/2016 04:30 pm fasting: yes. 210mg/dl 09/13/2016 12:26 pm fasting: yes. 230mg/dl 09/13/2016 09:35 am fasting: yes.